Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin cartridge leaked at the ilet connect interface, and the user experienced hyperglycemia up to 274 mg/dl for a little over an hour without backup therapy or medical intervention; insulin delivery resumed after a complete supply change, and replacement infusion sites were requested due to recent site issues. Symptoms included elevated blood glucose. Outcomes included transient interference with insulin delivery and need for troubleshooting and product replacement. Investigation included review of device logs, user coaching on supply replacement and meal announcement usage, and collection of the leaking cartridge for evaluation. Investigation of this case revealed fluid was found to be leaking between the cartridge connector and infusion set interface. This was due to the infusion set being installed onto the connector crookedly. It was concluded that the event involved a leaking cartridge as a result of improper cartridge connector insertion by the user.